Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a patient was brought to the emergency room (ER) with symptoms of stroke. A "code stroke" was called and their protocol was followed. The neurologist then ordered tissue plasminogen activator (tpa) for the patient and it was started after being verified by a second rn for both bolus dose and pump settings. It was noted that the tpa infused in less than 30 minutes instead of the intended duration of 60 minutes. The clinician called the charge nurse and it was verified for the second time that the pump settings were all correct. The patient was monitored for bleeding and the pharmacist was notified of the error. The clinician reported to neuro rn of the event that just occurred and asked to continue to monitor the patient. There was no patient injury. Although requested, additional information was not provided.